Manufacturer narrative:
(B)(4). The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. The device passed all testing and met all vyaire manufacturer specifications. Any additional information received regarding this complaint will be submitted in a follow-up report.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the avea ventilator auto cycles when placed in the neo mode. There is no known patient harm or injury.